Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to a depleted battery. It was noted the time from the elective replacement indicator (eri) to end of life (eol), was slight shortened based on product labeling; however it was also reported the patient had chronically higher thresholds. Upon explant, the unit was not returned for laboratory analysis and no resulting adverse effects had been observed.